Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the skin under the sensor adhesive developed urticaria, blisters and oozed. The patient was evaluated at a clinic on (B)(6) 2020 and was advised to stop using the product until allergy screening occurred. The patient was referred to a dermatologist for further evaluation. At the time of report, the skin reaction remained. No additional patient or event information is available.